Manufacturer narrative:
Unit was received with critical pump error and pump error was confirmed in history file due to moisture damage to force sensor. Unit was received with corroded electronic assemblies and corroded motor home switch. Unit was received with minor scratches on case, cracked case (battery tube), cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received a critical pump error alarm. Her blood glucose was unknown. She said that she is on vacation, the pump got hot and she got in the water when the pump error occurred. During troubleshooting, the customer reported that the display screen showed a picture of a red x with an arrow pointing to an open book icon. It was advised that insulin pump would need to be replaced. She was advised to discontinue use of the pump and to revert to the back-up plan per her doctor¿s instructions. The pump will be returned for analysis.